Manufacturer narrative:
This complaint was discovered during a literature review. The product and lot number involved in this event is unknown. The complaint has not been confirmed. A complaint sample was not returned to the manufacturing site for review. No lot number was provided, therefore, it is not possible to perform a device history record (DHR) review. All DHR¿s are reviewed for accuracy prior to a products release. Without the sample or additional information, it is not possible to establish if there is a failure mode related to manufacturing or the device. The source literature for this event was reviewed. A brainstorming session was performed in order to identify the possible causes for the described event. The following potential causes were identified: non device related complications during placement procedure, incorrect catheter size selection, or contaminated catheter. Based on the information from the source literature, no causes could be confirmed to be linked to manufacturing activities or to the device. Should the sample be returned in the future, this complaint will be re-opened for further investigation. Since the lot number was not provided, and the sample was not returned, it is not possible to identify the specific products manufacturing date. Based on the reviewed literature related to this complaint, the device functioned as intended during the required time and it concludes shunting should be considered a viable treatment option. Based on the available information, the most probable causes are non-device related complications during placement procedure. This complaint was not confirmed to be a manufacturing or device related defect. No trends or triggers were found for this failure mode either. Per management discretion, an hha was initiated to perform a risk assessment linked to this complaint report. No further actions are required at this time. It must be noted that in-process controls, such as personnel training, incoming quality acceptance testing for raw material, in process visual inspection and visual acceptance sampling, environmental and product biological monitoring, are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
Submit date 02/01/2016, an investigation is currently under way; upon completion the results will be forwarded. (B)(4). Several attempts to gather information from the customer were made to date, no additional information has been received. If additional pertinent information becomes available, the report will be updated.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with an artery shunt. The investigator reported the patient experienced compartment syndrome, tissue necrosis, surgical site infection, and thrombosis; however, the investigator did not report if the patient had one or all of these conditions. This was discovered during a literature review.